Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing after 40 units of insulin had been delivered. The customer reported an elevated blood glucose (bg) level of 378 (mg/dl). During troubleshooting with tandem technical support, the customer was guided through the fill tubing process and insulin was observed exiting the tubing. The customer reinserted their site and resumed insulin delivery.